Event description:
It was reported that a trained physician attempted arteriotomy closure with a starclose device after a diagnostic procedure. Resistance was felt when advancing the thumb advancer and the body of sheath disengaged from the sheath hub. The device was removed after the safety release button was activated. Hemostasis was achieved with manual compression. There were no patient consequences. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.